Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to connect to the host. A review of the system log file also confirms the reported problem. Upon functional testing, the fse found on the bios start-up bmc failed warning and it persisted after reseating all connections on the host pc. A part analysis of the host pc was performed, and it concluded that the motherboard was defective which was causing a number of issues throughout the debug test including non-functional ports and a bad bmc. To resolve the issue fse replaced the host pc and reimplemented a new license. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system intermittently would lose connection to the host pc. The system was not in clinical use. There was not patient or user harm. A philips field service engineer (fse) inspected the system on site and replaced the host pc which returned the system to use in good working order.